Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The caller was assisted by cts in resetting the malfunction code, which was successfully reset, and the same code did not recur. The customer reloaded the cartridge, resumed insulin administration, restarted the g7 sensor, and was advised to call back if the malfunction recurred within 24 hours. The caller acknowledged and understood the instructions.